Manufacturer narrative:
Terumo has not received the actual device for eval, thus, terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, there were plastic particles inside the cap.